Event description:
Patient was revised to address grinding in the hip. Intraoperatively the liner was found disassociated from the shell.

Manufacturer narrative:
Examination of the returned devices does find evidence to support the report of disassociation. The product evaluation and review of the device history records did not however reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated, however, CAPA war-406 has been initiated to further investigate possible causes of disassociation and to determine if future action is appropriate. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.